Manufacturer narrative:
Device evaluations of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, there was contamination at the j1 battery connector which created an intermittent connection. The cause of the resets is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.